Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to high readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensor readings significantly differed from her blood glucose. The customer's blood glucose was 166 mg/dl, but her sensor read 90 mg/dl. The customer also reported an instance of her blood glucose being 115 mg/dl while her sensor read 84 mg/dl. Nothing further was reported.